Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was broken, the rear housing was cracked and fluid ingression was observed on the downstream occlusion sensor. Review of the event history log showed occurrences of "high pressure" and "no disposable" alarm messages. The reported issue was duplicated during functional testing. The investigation determined that fluid ingression was the cause of the reported issue. The downstream occlusion sensor was replaced. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously., corrected data: h6: health effects.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is constant beeping. No patient involvement reported.